Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted: pxl161407/7311270 and pxc141400/8084745.

Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2011, the pt was implanted with a contralateral leg component. Multiple attempts were made to obtain add'l info for this event.